Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms and associated chronic cough leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2015 by dr. (B)(6) at (B)(6). -patient had linx device removed due to ongoing gerd symptoms and chronic cough on (B)(6) 2017 by dr. (B)(6) at (B)(6). -the device was found in the correct position/geometry at the time of removal. -the patient is doing well after removal.

Manufacturer narrative:
Update to include device analysis. Update report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms and associated chronic cough leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2015 by dr. (B)(6) at university hospital (B)(6). Patient had linx device removed due to ongoing gerd symptoms and chronic cough on (B)(6) 2017 by dr. (B)(6) at (B)(6) clinic. The device was found in the correct position/geometry at the time of removal. The patient is doing well after removal.